Event description:
This is report 2 of 4 for (B)(4). It was reported from china that during a rotator cuff repair procedure, it was observed that the vapr p50 w/ hand controls device generated sparks; and therefore, was not used on the patient. Another like device was used to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (01)10886705020942(10)u2302129(17)260101.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary: the device was received and evaluated, on visual inspection, the electrode's cable was in good condition as well as the connector and pins. The suction tube showed saline residues. The shaft was in good condition. The active tip showed signs of activation. The device was sent to the manufacturer for further review. Manufacturer evaluation result for vapr p50 w/ hand controls: device was not received in the original package. Device showed signs of activation. Handle assembly was in good condition. Cable and plug assembly were in good condition. Residue in suction tube. Electrical test: the device passed all parameters. Functional test: the device passed all the tests. From our investigation we were unable to confirm the customer reported issue "the device generated sparks." Testing at atl UK shows the returned device was immediately recognized and found to pass both electrical and functional testing, with no sparking observed or any other issue being detected. Activation was found to be consistent and as expected. The returned complaint device was found to meet the manufacturers specification and perform as expected; therefore, no further investigation was possible regarding the returned complaint device. Conclusion: no fault found -the root cause of the customer reported issue could not be determined with regards to the 228504 (p50) complaint device. A manufacturing record evaluation was performed for the finished device u2302129 number, and no non-conformance's were identified. The overall complaint was not confirmed as the observed condition of the vapr p50 w/ hand controls would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.